Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The current blood glucose value is 250 mg/dl. The current sensor glucose value is 53 with two down arrow. Customer experienced sensor glucose versus blood glucose events with multiple sensors. Customer was advised of the optimal calibration protocol.